Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Creation of UDI was not a requirement at the time of manufacturing of this device and had not yet been implemented in production. The report contains also the device evaluation. Hamilton medical ag did not received the logfiles for analysis. Based on the complaint desription the device alarmed with "panel connection lost", "invalid serial number" and "vup checks." The "panel connection lost" alarm indicates that communication between the interaction panel (ip) and ventilator unit (vu) is interrupted. The event did not occur during ventilation. Nevertheless, if such an event were to occur during ventilation, the therapy might be affected and therefore a potential deterioration in the patient' state of health cannot be excluded. Therefore this event is considered reportable. The root cause of the issue was traced to a malfunctioning vu (ventilator unit) esm . Consequently, the defective component was replaced. After the replacement, the device worked as intended.

Event description:
Hamilton medical ag received the following description: after the device was turned on, the device alarmed with invalid serial number, panel connection lost and vup checks. No patient involved.